Manufacturer narrative:
UDI# (B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the pouch confirms there is a hair-like piece of debris within the sealed pouch; ftir spectrum analysis of the debris concluded that it is of biological nature and the physical appearance suggests it is hair. DHR was reviewed and no discrepancies were found. The root cause of the reported event is a manufacturing error. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that when the surgeon opened the package, they found a hair in the sterile package. They used a backup device to successfully complete the operation. No adverse events were reported as a result of this malfunction.